Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an orange screen and countdown. Reportedly, the symptoms on the unit were related to an unknown or unexpected restart. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 17dec2018. Date of manufacturer: 11dec2018. Multiple attempts were made to contact the customer to evaluate the unit and provide a resolution, however, the attempts were unsuccessful. No parts were received at philips for evaluation, therefore, a root cause could not be established.